Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and excessive weight and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 8 of 8 mdrs filed for the same patient (reference 1825034-2012-01135, 1136, 1137, 1138, 1139, 1147, 1156 & 1157).

Manufacturer narrative:
Evaluation of the returned component found it to be within design specification.

Event description:
It was reported that patient with a history of shoulder revision underwent a revision procedure on (B)(6) 2012 following an auto accident. A subsequent revision procedure was performed on (B)(6) 2012 due to glenosphere disassociation. All components were removed and replaced with competitor product except for the biomet stem, which remains implanted.